Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the device was programmed to therapies off and historically pacing was programmed to a lower rate level of 60 beats per minute (bpm). A cardioversion was being performed and attempt was made to program the device to ventricular demand pacing at 40 bpm and the device was still pacing at 60 bpm. The crt-d remains in use. No patient complications have been reported as a result of this event.